Manufacturer narrative:
Block b3: exact date unknown, event occurred five days prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the header of the implantable pulse generator (ipg) was pushing out toward the patients incision causing discomfort and pain. The patient underwent a revision procedure where the ipg was repositioned and was doing well postoperatively. The ipg remains implanted and in use.